Manufacturer narrative:
Date of event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipgs site. As a result, surgical intervention was undertaken on 18 mar 2020 where in the ipg pocket site was relocated, resolving the pain.